Event description:
Synthes (B)(4) reported an event in (B)(4) as follows: it was reported that the blade never locked despite of several tries during surgery. The surgeon used another blade to complete the procedure. There was 30 minutes surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional device product code-hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an internal review was performed. The investigation of the complaint articles has shown that: functional test was performed and could not reproduce reported problem. Blade could be locked and unlocked as foreseen. Attached pictures document the affected blade in locked and unlocked position. There are strong scratches visible at the tip of the implant which indicates contact with the nail during insertion. This led us assume that the blade was not correctly positioned during insertion. No indication for material or design related issue was found. Investigation could not point out the cause. DHR review shows conformity to the specification as well. The affected lot was released after completed functional test. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.